Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer. No additional information was provided.